Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). In addition, the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide further information.